Event description:
It was reported that the stent was shorter than the labeled size. The target lesion was located in the iliac artery. A 10x80x120 epic self expanding stent was advanced for deployment however, the device was not able to cover the stricture due to the stent was shorter than its given length. The physician deployed another of the same epic stent to cover the stricture and the procedure was completed. There were no patient complications reported and patient status was stable. It was further reported that the target lesion was 8cm in length. Post-deployment, during angiogram, it was noted that the 10x80 epic stent shortened to 10x60.

Manufacturer narrative:
Describe event or problem updated. Device evaluated by MFR.: the device was not returned for product analysis. However, three photos were provided by the customer. One photo revealed two stents before they were implanted. The second and third photo shows the implanted stent and it can be seen shorter compared to the first photo additionally the stents are completely open evenly. The third photo showed measurements, but the total length of the implanted stent was not measured in the photo provided.

Event description:
It was reported that the stent was shorter than the labeled size. The target lesion was located in the iliac artery. A 10x80x120 epic self expanding stent was advanced for deployment however, the device was not able to cover the stricture due to the stent was shorter than its given length. The physician deployed another of the same epic stent to cover the stricture and the procedure was completed. There were no patient complications reported and patient status was stable.

Event description:
It was reported that the stent was shorter than the labeled size. The target lesion was located in the iliac artery. A 10x80x120 epic self expanding stent was advanced for deployment however, the device was not able to cover the stricture due to the stent was shorter than its given length. The physician deployed another of the same epic stent to cover the stricture and the procedure was completed. There were no patient complications reported and patient status was stable. It was further reported that the target lesion was 8cm in length. Post-deployment, during angiogram, it was noted that the 10x80 epic stent shortened to 10x60.

Manufacturer narrative:
Describe event or problem updated.